Event description:
It was reported that the customer went to the emergency room with high blood glucose over 514 mg/dl. She reportedly felt as though she was experiencing diabetic ketoacidosis and symptoms of extreme thirst and chills. Customer then received a motor error on the insulin pump. Customer lowered blood glucose with an injection. Customer stated the insulin pump was not exposed to a strong magnetic field, however she had a heart monitor machine. Customer was unable to complete the rewind sequence with the insulin pump. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.